Event description:
Peristaltic movements put pressure on the balloon, pulling the skin disc into the abdomen and the balloon into the duodenum. The skin disc was pulled out resulting in an abrasion. Nystatin powder was administered to treat the abrasion. Date of event is approximate. One pt involved.